Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable total protein result for one patient urine sample. The initial result was 0.69 g/l which was reported outside the laboratory. The doctor questioned the result and the sample was repeated with results of 0.21 g/l and 0.28 g/l on (B)(6) 2015. The patient was not adversely affected. The reagent lot number was 61627901. The expiration date was requested, but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As the calibration and qc were acceptable, a general hardware or reagent issue could be excluded. Since the issue occurred only once and other tests were not affected, the root cause appeared to be a preanalytical issue.